Manufacturer narrative:
Device not accessible for evaluation.

Event description:
It was reported that when they pull the device out of the ambulance, it will not go down and the front end wants to drop. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.